Event description:
The consumer reported four false negative results with the binaxnow covid-19 antigen self-test on kitted nasal swab samples on separate days in (B)(6) 2022. This report is for result two (2) of four (4). The consumer tested negative twice on (B)(6) 2022 with the binaxnow covid-19 antigen self-test. Confirmation pcr testing (platform unknown) was performed (B)(6) 2022 which generated a positive result. The consumer went to the emergency room (ER) on (B)(6) 2022 due to having flu-like symptoms, chest and back pain. The consumer was given medication for covid-19 (type unknown) and blood tests were performed. The patient was negative for pneumonia. The consumer had pcr testing (platform unknown) performed while at the ER which generated a positive result. The consumer reported to have tested twice again on (B)(6) 2022 with the binaxnow covid-19 antigen self-test and generated negative results. The consumer was reported to have been fully vaccinated and boosted for covid-19. No additional information regarding consumer's current health status or outcome has been reported.

Manufacturer narrative:
Investigation summary: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference related MFR. Report numbers: 1221359-2022-02947 through 1221359-2022-02950.